Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient also reported it was bothering them when they were on vacation one time. It hurt when they urinated. They went to the walk in clinic and was tested for uti, the test was negative. They sent it back to the hospital and grew a culture and it was confirmed they had a bladder infection 2 weeks prior to report. No further complications were reported or anticipated.